Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old female patient developed oozing, itchy sores under the yellow and brown therapy electrodes. The patient's physician prescribed cortisone cream to treat the patient's sores. Follow-up indicated the sores had improved.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) was not returned to the manufacturer. No equipment deficiencies were alleged against the device. Evaluation method: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.